Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure was aborted. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform exposure. A review of the system logfile found ippc communication error. The cause of the ip pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the ip pc and reloaded the software by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to perform exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.